Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was displaying a battery voltage of 2.63 volts with a battery status of mol2 (middle-of-life). It was further reported that in may the battery voltage was 2.73 volts. The physician is dissatisfied with the longevity of the device.